Event description:
A report was received that the patient developed an infection at the pocket and lead sites. Symptoms include drainage, swelling, and puffy incision sites. The patient underwent an explant procedure and was given antibiotics. The patient was doing well and was discharged from the hospital.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.